Manufacturer narrative:
The device was received undeployed. Upon opening the device, the soft cannula was confirmed to be fully retracted in the undeployed state. The length of the soft cannula was measured to be within specifications. The download data showed that the device ran for 46 pulses and was deactivated by the user at the end of the first priming sequence. No timeouts, drive stalls, or hazard alarms were observed in the download data. Since the second priming sequence didnt occur, the needle mechanism was undeployed and the cannula remained fully retracted inside the device. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the cannula breaking off or detaching. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level read high (22.2 mmol/l, 400 mg/dl) while wearing the pod between 5 and 24 hours. When removed from the infusion site (arm) due to insulin leaking during, the cannula appeared to have broken off from the pod. No specific treatment information was provided.